Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopy procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient. No further information was provided, but the intended procedure was successfully completed with another hf resection electrode and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to olympus for evaluation/investigation. The evaluation/investigation found the hf resection electrode with a deformed and melted (through) loop wire and little balls at the wire ends. The present failure mode is typical for an unintended contact with other metal parts, e.g. Surgical instruments. It is also possible that the hf current was still activated when one of the instruments was exchanged or that the electrode was used incorrectly. Therefore this event/incident was classified as use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.